Event description:
On 10/27/93, pic catheter removal was attempted. Approx 12 inches was removed without difficulty, then resistance was felt. Catheter was taped in place, and warm soaks were applied per protocol. On second shift, 10/27/93, removal was again attempted after warm soaks were applied, but resistance was felt. On 10/28/93, day shift, catheter removal was again attempted. Catheter seemed to be "unstuck" and came out with slow, steady traction. At first appearance catheter seemed to be intact. However, after measuring catheter and examining tip closely, catheter length was shorter, 19" instead of 23". Tourniquet was applied, and pt was taken to x-ray, where removal of retained catheter was unsuccessful. Pt was taken back to x-ray for removal which was not successful. However, dr was able to outline exact placement of retained catheter. On 10/31/93, retained catheter was successfully removed in surgery by dr.